Event description:
Procedure: sigmoid resection. According to the reporter: fired radial reload on sigmoid colon upon inspection of staple line. The surgeon discovered a hole just distal to the staple line on the proximal side of the colon. The surgeon opened a contour stapler and resected an additional 2-3 cm of tissue. The case was completed, a leak test was performed, and there appeared to be no leaks.

Manufacturer narrative:
(B)(4).